Manufacturer narrative:
(B)(4). Date sent: 9/3/2021. D4: batch # t5cx1v. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the closure trigger broken and with a gst60b reload loaded on the device. The reload was received partially fired 1/3. No functional test was performed due to the condition of the device. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: t5cx1v. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a colon resection procedure, once fired, the device would not open and needed to be cut out using another stapler. Another like device was used to complete the procedure. There was no adverse consequence for the patient.